Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the atrial lead impedance was low and that there had been a lead monitor alert for low impedance. It was also reported that the atrial lead unipolar impedance was higher than the bipolar impedance the lead remains in use. No patient complications were noted as a result of this event.